Manufacturer narrative:
Evaluation results: it was observed that one triple flow-through dpt kit with attached merit flush devices. Examination of the device found that the pediatric tubing of the flush device was found to be broken/ snapped off from the solvent bond joint with the male connector (yellow line).

Event description:
It was reported that the red line tubing detached from the connector before use during set up. Reportedly, there were no patient complications.